Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13. H6: investigation summary: customer returned (2) loose 3/10cc syringes. Customer states that one syringe was missing the end of the plunger. Both returned syringes were examined and no defects were observed on the plunger rods of the returned samples. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo had a broken thumb press. The following was reported by the initial reporter: "it was reported that the needle came off with the cap and one syringe was missing the end of the plunger. Verbatim: email received¿ (B)(6) 2021 10:21:32i received a box of one hundred 3/10 cc\\ml, 8 mm, 31 gauge insulin syringes containing several defective syringes. Several syringes had needle caps that when I removed them by pulling the needle cap straight off, the needle came off in the cap and could not be removed. (I did not twist or bend the needle cap when removing it) there was also one syringe missing the end of the plunger. I have used bd insulin syringes for over 40 years and have never had defective syringes like these lot # 0090638 b manufacture date 5/1/20expiration date 4/30/25".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo had a broken thumb press. The following was reported by the initial reporter: "it was reported that the needle came off with the cap and one syringe was missing the end of the plunger. Verbatim: email received¿2021-04-05 10:21:32i received a box of one hundred 3/10 cc\\ml, 8 mm, 31 gauge insulin syringes containing several defective syringes.several syringes had needle caps that when I removed them by pulling the needle cap straight off, the needle came off in the cap and could not be removed. (I did not twist or bend the needle cap when removing it)there was also one syringe missing the end of the plunger.I have used bd insulin syringes for over 40 years and have never had defective syringes like theselot # 0090638 bmanufacture date 5/1/20expiration date 4/30/25"